Event description:
The pt contacted zoll customer support to report that the battery pack faulted in the charger/modem. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faulted in charger) has been confirmed. Upon eval, the gas gauge component u3 were shorted on the pca board. The cause of the battery fault is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement battery pack.